Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/23/2015. Device evaluation: the device has been returned and evaluated by product analysis on 06/06/2015 with the following findings: the black box showed no pump reboots. The battery cap and battery compartment were able to fit securely and maintained an electrical connection. There was moisture corrosion observed on the display screen inside the pump. An ex-prime sequence was performed correctly with no reboots, power interruptions or other errors, alarms or warnings during testing. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The pump¿s cover was removed and further moisture ingress was found inside the pump to the display screen and other internal components. The battery compartment was cracked. Unrelated to the original complaint, the audio bolus button cover and its slug contact were detached and missing. The pump failed the leak test due to a bolus button leak.